Event description:
Per end user "in preparation to intubating a pt attempted to ventilate pt with ambubag. Upon examination of the patient, it was noted that there was no rise or fall of the chest. Pt appeared cyanotic and flacid. Vital signs: hr 40-60's and the pt's o2 sats dropped transiently to approximately 5%, but this was less than 30-60 seconds in duration. Ambubag was examined and it was noted that there was a large hole at the base of the unit. The defective ambubag was quickly replaced with another and the pts' vital signs improved with the sats up to 100% before intubation. The defective ambubag was taken out of service. Unfortunately, staff discarded ambubag".